Event description:
The advocate called for help with the customer's contour meter. He performed control tests and received a result of 229 mg/dl. The normal control range was 108-150 mg/dl. No adverse events were alleged. The advocate refused to return the test strip to bayer. He went to the pharmacy where the strips had been purchased and they replaced the strips for him.